Event description:
It was reported that during the implant procedure the high voltage superior vena cava (svc) defibrillation coil of the right ventricular (rv) lead was damaged while attempting to withdraw the lead through the sheath. The lead was not implanted and an alternate lead was utilized. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the exposed superior vena cava defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.